Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the inlet port for ibp broke. There was no reported patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported they have a broken the inlet port for ibp. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in not use when the problem occurred.